Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time. The serial # and the manufacture date are that of the pump. The lot # is that of the associated cartridge. The cartridge manufacture date is unk.

Event description:
The pt's mother alleged there were air bubbles in the cartridges the pt was using. She stated the issue started approx two months prior to contacting animas. She said the air bubbles develop in almost every cartridge after it is placed in the pump. She says the problem occurs with different boxes of cartridges. Cartridge fill technique was reviewed with the reporter and confirmed as correct. The reporter denied temp changes or increases in movement that could have caused the air bubbles to form.